Event description:
It was reported that the pt, an 81 year old male, exsanguinated when the sideport/valve assembly disconnected from the sheath introducer. The pt had instances where he got out of beed and disconnected his intravenous tubing. A bed alarm had been installed for the pt, but apparently he once again got out of bed and was found on the floor in a pool of blood. Info from the hospital indicates that there is no indication of a product failure relative to this event. The sample was discarded by the hospital.